Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the ins was charged to 50% and they turned stim on and it shut off after a short period of time. Pt then attempted to turn stim back on and "no device found" continued to display. After performing a hard reset of the patient controller, the patient confirmed controller is 70% and implant is 40%. Pt confirmed they were able to turn stimulation back on. The issue was resolved at the time of the report.